Manufacturer narrative:
(B) (4).

Event description:
The implanted pump system was removed due to infection. Additional info has been requested. A f/u report will be submitted if additional info becomes available.